Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2218-50 serial #: (B)(4) description:linear st lead, 50cm.

Event description:
A report was received that the patient has a part of the lead sitting on an area that was uncomfortable. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was relocated. It was also reported that the lead was lying on top of the spinous process that was uncomfortable for the patient. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient has a part of the lead sitting on an area that was uncomfortable. The patient will undergo a lead revision procedure.